Event description:
Analysis of the returned device found the catheter was separated under the strain relief 3cm distal to the hub. The procedure was completed with the use of another similar device, and the patient is reported to be in stable condition.

Manufacturer narrative:
A review of the device history record showed that this device met all required specifications. Analysis of the microdelivery catheter showed the proximal outer shaft had been separated under the strain relief 3cm distal to the hub and the inner braided tubings were severely stretched. The microdelivery catheter was found severely wrinkled under the strain relief and stretched along its proximal shaft. The microdelivery catheter's distal and middle shafts and distal tip were compressed. From the stretching noted on the microdelivery catheter, it appeared the catheter had been pulled or advanced with excessive force. The stabilizer was returned jammed in the microdelivery catheter with a .014" guidewire jammed inside the stabilizer. No other anomalies were noted. The damages found on the device are indicative of stent deployment friction due to unusually high friction between the stabilizer, microcatheter, and/or stent in the system. Known possible causes are; highly tortuous anatomy; inadequate flush; manufacturing defects in stent loading. Due to the high friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the microcatheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. Excessive user force likely accounts for the damages noted to the returned device. Based on the investigation and information provided, there is no indication that the device, labeling or packaging failed to meet its specifications. Therefore, the root cause was unable to be determined.